Event description:
It was reported that during preparation, the xt clip (50407r1052) was experiencing difficulties flushing the bubbles during the de-airing steps. Bubbles were observed in the shaft. Therefore, the physician decided to not use the device and replaced it with another xt clip (50407r1050). The clip also experienced difficulties flushing the bubbles. Therefore, the device was replaced. There was no clinically significant delay in the procedure

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, the xt clip (50407r1052) was experiencing difficulties flushing the bubbles during the de-airing steps. Bubbles were observed in the shaft. Therefore, the physician decided to not use the device and replaced it with another xt clip (50407r1050). The clip also experienced difficulties flushing the bubbles. Therefore, the device was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the cds was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to flush the cds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.